Manufacturer narrative:
B5 event description updated per additional reportable finding during the device investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress resulting in a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a scope error b30. The event occurred during inspection for use. Per the device investigation, the device was observed to have a noisy image. There were no reports of patient harm.

Event description:
It was reported the bronchovideoscope had a scope error b30. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise was observed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical component related failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a scope error b30. The event occurred during inspection for use. Per the device investigation, the device was observed to have a noisy image. There were no reports of patient harm.